Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt impactor/inserter had cement on it and spd tried cleaning and scraping the instrument to remove the cement.